Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. As a result, th device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device missing its lid magnet. The missing magnet was caused by user abuse. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. As a result, th device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.